Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram, but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. Access site injuries, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The thv training manuals instruct the user to determine with CT if the planned access site is free of calcification, and provides guidance for sheath insertion and removal.  Considerations for approach, access and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined, but may have been due to patient factors (i.e. Characteristics of access site) and/or procedural factors (i.e. Closure technique) not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Post op day two, the catheter site was swollen. Angio CT identified a pseudoaneurysm at the puncture site of the right superficial femoral artery. Contrast agent was observed leaking from the vessel, therefore an emergent angioplasty and thrombectomy were required. The injury resolved on post op day 13 and the patient was doing well. Per medical opinion, the reported injury was related to the tavr procedure, however the exact cause was not provided.